Event description:
A report was received that the patient¿s pocket site was not closing. There was a small opening on the medial site of the incision site. The patient underwent a pocket revision and was reportedly doing well postoperatively.